Manufacturer narrative:
Additional information: b5.

Event description:
New information received indicated that the pleural effusion sustained by the patient was not related to the implant procedure of the patient's pacemaker system. The physician confirmed the effusion was caused by a transesophageal echocardiogram.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06291, related manufacturer reference number: 2017865-2020-06295, related manufacturer reference number: 2017865-2020-06297. It was reported that the patient was diagnosed with left pleural effusion possibly due to perforation during the implant of the patient's implantable cardioverter defibrillator system. No revision or patient condition was reported. Further information was requested but not received.